Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed fault code # 58 and fault code #124 in the iabp log files and noted that the codes were an indication of a difference between the shuttle transducer and drive transducer. The stm tested the transducers and verified that they were out of calibration. The stm performed the 30 psi pressure transducer calibration then connected the iabp unit to a trainer and test balloon. The stm started testing at 130bpm and allowed the iabp unit to run overnight for 16 hours. The stm returned to the customer's site the next day and confirmed that no alarms were recorded. Unrelated to the reported issue and as per customer request, the stm replaced the safety disk, tidal volume disk, and batteries then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system failure" message. The customer swapped out the iabp unit with another iabp unit which had previously generated "gas gain in iab circuit" alarms and continued to do so. The customer was unable to continue therapy and the patient was sent via helicopter to another hospital without using pump therapy and it was noted that the catheter remained immobile in the patient. The customer was not providing periodic inflation and deflation of the intra-aortic balloon (iab) since the physician felt the patient would be safe on the current heparin drip. The customer was notified of the guidelines and understands the rationale. There was no patient harm and no adverse event reported.

Manufacturer narrative:
On september 26, 2019 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report #2249723-2019-01477, and this complaint will be cancelled in our database.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system failure" message. The customer swapped out the iabp unit with another iabp unit which had previously generated "gas gain in iab circuit" alarms and continued to do so. The customer was unable to continue therapy and the patient was sent via helicopter to another hospital without using pump therapy and it was noted that the catheter remained immobile in the patient. The customer was not providing periodic inflation and deflation of the intra-aortic balloon (iab) since the physician felt the patient would be safe on the current heparin drip. The customer was notified of the guidelines and understands the rationale. There was no patient harm and no adverse event reported. ***on september 26, 2019 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report #2249723-2019-01477, and this complaint will be cancelled in our database.